Event description:
The customer reported that a read image error displayed on the system. It is possible that the image was retaken, resulting in additional radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). Canon inc performed testing and found that three shock sensors were tripped. Canon inc installed a new di board and error was solved. When the original di board was re-installed into the sensor the reported error code returned. It was concluded that the error was caused by the damage di board. (B)(4).